Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with low flow alarms, hypotension, and volume overload. Right heart catheterization (rhc) revealed equalization of right atrium to pulmonary capillary wedge pressure (ra/pcwp) and reduced cardiac output, which was concerning for pump malfunction. Log file review captured multiple low flow estimates and sustained low flow hazards with elevated pulsatility index (pi).

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed via the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported patient condition, cannot be conclusively determined. The controller event log file contained data on 11nov2022 spanning from 07:19:29 to 10:08:39, per the timestamp. Numerous low flow events were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute (lpm). A total of 35 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were captured, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) . Additional information was requested from the account; however, nothing has been communicated at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 left ventricular assist system patient handbook, rev. D, is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also states: "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself. No further information was provided. The manufacturer is closing the file on this event.